Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was exposed to water in the rain. The customer's blood glucose was not known. At the time of the report, the customer's blood glucose was 300 mg/dl, which was treated with manual injection. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.